Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
Customer reported she was programming her insulin and her blood glucose was running over 600 mg/dl. Current blood glucose was 576 mg/dl. Customer stated she has to really push hard on the buttons on the insulin pump. Customer treated with a bolus. The drive support disk was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit tubing. The device alarmed check settings during troubleshooting and device kept alarming during rewind and it wasn't the first time it was being rewound. Customer reported the keypad was sticking and the buttons were really hard to push. Customer does not recall any significant events leading the keypad issues. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.